Event description:
It was reported that the ventricular output connector on the external pulse generator (epg) was cracked. The current status of the epg is unknown. No patient complications have been reported as a result of this event.